Event description:
Catheter passed calibration in the pack. Upon removal of the catheter from the package to test the balloon it was noted the balloon would not passively deflate. When zeroing the catheter it would not zero propoerly. The catheter would read high pressures outside of patient. A new catheter was obtained and used without difficulty. There was no harm to the patient.